Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was a reset on the implantable cardiac monitor. It was noted that the patient lives near very high power lines. After the device was cleared the device indicated it was at end of service (eos). The device is still in use. No patient complications have been reported as a result of this event.